Manufacturer narrative:
Other, other text: d4: expiration date and h4: manufacture date are unknown, no information is available based on available lot number information. B3: month and year of event have been provided, day is unknown. One used device was received for investigation. The reported issue was confirmed during visual inspection, which verified that the inflation line was separated from the pilot balloon. A laser printed lot number was identified on the device, however this lot number did not correspond to any manufacturing device history records (DHR), therefore no DHR review could be conducted. Although the reported issue was confirmed, the investigation could not identify a root-cause for the observed condition. Complaint trends will continue to be mointored.

Event description:
It was reported that during the use of the product, the pilot balloon was found detached from the inflation line. It was reported that there was no patient injury.